Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge.performed receiver download and no errors found. Perform manual test using the "try it" function and passed. The receiver functional test passed. Open receiver for internal inspection: pass. Measure speaker resistance, speaker resistance within specificationthe reported event of no audio output was not confirmed. A root cause could not be determined.